Manufacturer narrative:
A beckman coulter field service engineer evaluated the cap piercer assembly and confirmed the following: a clogged line #118, malfunctioning valve v4, a loose pin connection in the blade wash assembly of the cap piercer, and a clogged female fitting. The fse replaced the following hardware components to resolve the issue, cap piercer assembly, valve, fitting and tubing assembly, no. 180. Cap piercer operation was verified. The full bec identifier is (B)(4).

Event description:
The customer reported a cap piercer leak and erroneous results for three (3) patients, over two (2) days, involving the unicel® dxc 600 synchron® system. This report references the event which occurred on (B)(6) 2017; please refer to MDR report 2050012-2017-00028 for the report of the event which occurred on (B)(6) 2017. The customer observed fluid on the sample racks and on sample collection tube caps. The customer was wearing personal protective equipment consisting of gloves, goggles, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Additionally, the instrument generated a false initial low glucose result that was flagged "orr lo" (out of reportable range low). The instrument performed an automatic critical rerun of the sample which generated a result within the normal reference range. The false low glucose result was not reported outside the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges on the day of the event.